Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the balloon rupture during inflation. It was difficult to insert the balloon into the vertebral body. After insertion, it was confirmed that the leakage of contrast media occurred during inflation.

Manufacturer narrative:
Product analysis: a functional and visual analysis reveals that the balloon has ruptured. The rupture of the balloon is near the proximal peek. This rupture is consistent with the balloon coming in contact with bone splinters while the balloon is being inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.